Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump did not alert that her blood glucose lever was dropping. The predict alerts were turned off and needed assistance turning them back on. Her blood glucose level was 41 mg/dl and 197 mg/dl after treatment. The device was not returned.